Event description:
During a forefoot surgery (scarf type procedure), the bold screw initially chosen by the surgeon and implanted was too long. When the surgeon decided to remove it and have it replaced by a smaller, the imprints in the screw head seemed to fail and the screwdriver could no longer drive the screw out of the bone. The surgeon decided to leave the screw in place, but to cut the protruding tip of the screw, that could have led to impingement in the joint. This cuttng of the screw led to increase in the surgery time, and might have led to metallic debris in the joint.